Event description:
The patient underwent full vns replacement surgery due to the high impedance. During attempts at product return, it was revealed that the facility always discards explanted products per the facility's protocol.

Event description:
It was reported that high impedance was observed on the patient's vns with an impedance value of greater than 10,000 o. X-rays were ordered. The vns was programmed off. The x-rays were reviewed by the manufacturer. No gross fractures or sharp angles were able to be visualized in the images provided. Based on the x-rays received, the cause of the high impedance cannot be determined. However, a microfracture cannot be ruled out based on the images provided and a possible fracture in the part of the lead that was not included in the x-ray images also cannot be ruled out. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.